Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the distal posterior tibial artery with tortuosity and chronic total occlusion (cto). The command guide wire was through a non-abbott catheter; however, the guide wire became stuck inside the catheter after crossing the lesion. The command guide wire and catheter were removed together. Another wire was opened to attempt to cross again; however they were unable to cross the lesion and the case was finished unsuccessfully. There were no adverse patient effects. There was a delay in the case; however there was no impact to the patient. No additional information was provided.